Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a display anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer did not troubleshoot the issue. The customer sent the product back for analysis.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to a cracked lcd glass. Unable to verify the display anomaly due to a cracked lcd glass. The pump was received with minor scratches on the lcd window, a scratched case, a pillowing keypad overlay and keypad overlay texture damage.